Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi watchdog error on 8015 ls unit. Account name: (B)(6). Account #: (B)(6). Asset name: 8015ls v9.12.40 pcu dom a/b/g. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8015 ls unit serial # (B)(4). Case resolution: tech is get a peeping on the 8015 ls unit when try to work on unit, ask tech was the screen black and he get a red line by the system on button yes he is, explain that is what is call a watchdog error unit is unrestorable will have to come in for services repair confirm level one quote and what all it covers. Tech thank me for my assist.